Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the lot number of the impacted product is either 7680424 or 7713327, manufacturing record evaluations were performed for both lots. Lot number: 7680424, manufacturing date: 01/30/2019, expiration date: 01/29/2024. Lot number: 7713327, manufacturing date: 04/12/2019, expiration date: 04/09/2024. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 535cc mentor memorygel breast implants and experienced unilateral capsular contracture on an unspecified side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number of the impacted product is either (B)(4).